Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported guide detachment was confirmed. The reported device entrapment and retraction problem could not be replicated in a testing environment as they resulted from procedure circumstance. The reported foot detachment was not confirmed as the device was returned with the foot intact. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the suture placement location was in the right subclavian artery. It should be noted that the proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedure. The reported difficulties and subsequent treatment appears to be related to circumstances of the procedure due to downward force applied during device placement. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Incorrect anatomy - per the perclose proglide suture-mediated closure (smc) system is designed to deliver a single monofilament polypropylene suture to close femoral vessel puncture sites following diagnostic or interventional catheterization procedures. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right subclavian artery was attempted with a proglide device via a 6f sheath using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, after deployment, the lever and foot of the proglide device did not close completely. An attempt was made to remove the device with the foot partially open; however, the foot and distal guide portion of the device separated and remained in the patient anatomy. Tissue damage was noted. Cut down surgery was performed to remove the foot and separated portion of the proglide device from the patient anatomy. A covered stent was used to treat the tissue damage and hemostasis was achieved with surgical suturing. The patient was already under general anesthesia for the tavr; therefore, the level of anesthesia was not changed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.